Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on this right ventricular (rv) lead. Further review noted that the changes began only after this crt-d was implanted in december. All impedance values had remained stable until february where there was an increase. The shock impedances were now out of range and values were greater than 200 ohms. In addition, the pace impedances on the right atrial (ra) lead and left ventricular (lv) lead had also increased, but those values were within normal limits. The patient was brought in for further evaluation. An x-ray was performed, but no conclusive cause was identified. The device was reprogrammed for the pace impedance vectors and shock therapy was programmed off. At this time, all products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the existing cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on this right ventricular (rv) lead. Further review noted that the changes began only after this crt-d was implanted in december. Al impedance values had remained stable until february where there was an increase. The shock impedances were now out of range and values were greater than 200 ohms. In addition, the pace impedances on the right atrial (ra) lead and left ventricular (lv) lead had also increased, but those values were within normal limits. The patient was brought in for further evaluation. An x-ray was performed, but no conclusive cause was identified. The device was reprogrammed for the pace impedance vectors and shock therapy was programmed off. At this time, al products remain in service. No adverse patient effects were reported additional information indicated that this crt-d was explanted, and the right ventricular (rv) lead was repositioned as it appeared that was not completely inserted in the header. After this procedure the rv lead measurements were in range. A spring contact anomaly was suspected. No additional adverse patient effects were reported. This rv lead remains in service.